Manufacturer narrative:
As not additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented for follow up due to hearing tones from their implantable cardioverter defibrillator (ICD). It was determined that shock impedance on this right ventricular (rv) lead was greater than 125 ohms, causing the device to emit tones. The patient reportedly had a history of high shock impedances, so the shock impedance limit was increased to 150 ohms. The patient would reportedly continue to be followed via remote monitoring. No adverse patient effects were reported.